Manufacturer narrative:
The reported event was ¿pacemaker lead malfunction¿. As received, a complete lead with extraction tool inserted was returned. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial (ra) lead was explanted due to an unknown reason. Patient status was not provided.